Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause, troubleshooting, and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) system due to left ventricular (lv) lead loss of capture (loc) concerns and a flat lv channel. Upon review, technical services (ts) discussed that lv sensing was off, thus a flat lv egm was an expected observation. However a previous presenting egm showed rs morphology with biventricular (biv) pacing, and now there was qs morphology and a delayed output spike to the right ventricular (rv) lead egm. Rv was set to 1.2v@1ms, and a recent left ventricular automatic threshold (lvat) test noted 2.1v@ 0.4ms auto. It was unclear which lead was exhibiting intermittent loc from reviewing the presenting egms. This crt-d system remains in service. No adverse patient effects were reported.